Event description:
A complaint was received from a customer that stated that during a recent test their glucometer elite displayed a 16 mg/dl result. It is assumed that the customer did not have symptoms of hypoglycemia. While on the phone a review of the operation of the system was conducted. Electronic checks could not be completed since the only number that the display would show was 901 mg/dl. Also only half of the numbers would be totally visible. A request was made to return the system for evaluation. Upon receipt performance testing was satisfactory. The complaint in particular the display issue could not be confirmed. The customer will be re-contacted and informed of the results. The complaint is considered closed for purposes of MDR.